Manufacturer narrative:
Correction to previous report: In the previous report, the reporter country was incorrectly recorded as United States. The correct reporter country is Canada. The mandatory sections have been reviewed and updated/corrected.